Event description:
It was reported frost was present on the shaft of the device. During the test period for a cryoablation to treat a renal tumor, an icerod cx 90 degree needle/vl was chosen for the procedure. Frost appeared on the entire shaft of the device. A gas/air leak was observed from the shaft-handle part of the device. The procedure was completed using different device. No patient complications were reported.

Manufacturer narrative:
D3: manufacturer address 1- tavor building 1, industrial park.